Manufacturer narrative:
(B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported device causing damage to another device was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat the proximal left anterior descending artery (lad). A non-abbott stent was deployed successfully in the proximal lad. An attempt was made to cross with the 2.0 x 23 mm mini vision sds and during the attempt to cross through the non-abbott stent, the mini vision stent became caught on the deployed non-abbott stent. The devices were removed from the patient as one unit and after removal it was observed that the non-abbott stent was explanted. No adverse patient effects were noted; therefore, the procedure continued on with the successful deployment of non-abbott and abbott stents. No additional information was provided.